Event description:
One biosense webster, inc (bwi) device (a carto vizigo¿ 8.5f bi-directional guiding sheath - medium) was received by the bwi failure analysis lab on 18-feb-2022 with no accompanying information, and was processed on 19-apr-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, upon visual inspection of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of hub component. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record review was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).